Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented at clinic for routine follow-up. Device interrogation revealed the right atrial lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was in stable condition before, during and after the procedure.

Event description:
New information states that the patient presented multiple times at the emergency department at the beginning of 2018. And that is how lead malfunction was discovered.

Manufacturer narrative:
Correction: marked for study.